Event description:
It was reported that following implant of an subcutaneous implantable cardioverter defibrillator (s-ICD) system, two defibrillation threshold (dft) tests were unsuccessful at 65 and 80 jules respectively. The rhythm was able to be converted with an external shock. A third shock was delivered with no success of conversion resulting in another external shock. The electrode was then repositioned, however successful dft were again unsuccessful. Further testing was completed with technical services (ts) help. Noise was able to be reproduced and increased thresholds were observed. Ts then recommended immediate electrode replacement and the patient was hospitalized. Currently, this system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that following implant of an subcutaneous implantable cardioverter defibrillator (s-ICD) system, two defibrillation threshold (dft) tests were unsuccessful at 65 and 80 jules respectively. The rhythm was able to be converted with an external shock. A third shock was delivered with no success of conversion resulting in another external shock. The electrode was then repositioned, however successful dft were again unsuccessful. Further testing was completed with technical services (ts) help. Noise was able to be reproduced and increased thresholds were observed. Ts then recommended immediate electrode replacement and the patient was hospitalized. The electrode was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that following implant of an subcutaneous implantable cardioverter defibrillator (s-ICD) system, two defibrillation threshold (dft) tests were unsuccessful at 65 and 80 jules respectively. The rhythm was able to be converted with an external shock. A third shock was delivered with no success of conversion resulting in another external shock. The electrode was then repositioned, however successful dft were again unsuccessful. Further testing was completed with technical services (ts) help. Noise was able to be reproduced and increased thresholds were observed. Ts then recommended immediate electrode replacement and the patient was hospitalized. The electrode was subsequently explanted and returned. No additional adverse patient effects were reported.